Event description:
It was reported that a user experienced intermittent communication between the ilet pump and a dexcom g7 sensor, with the dexcom app continuing to show glucose while the pump entered bg run mode and displayed a ¿dosing stops soon¿ alert; the team had the user disable phone bluetooth, performed a connection toggle, and re-entered pairing code 3363, after which the pump resumed receiving readings, consistent with an intermittent communication failure involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, involving the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.